Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/02/2020. Investigation summary: a detached needle, a labeled winding former with a undispensed suture of product code j602 were returned for analysis. During the visual inspection of detached needle, the swage and attachment area was noted to be as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. The manufacturing records couldn't be reviewed as the batch number is unknown. Per the condition of the opened sample, the assignable cause of the performance pull off - suture needle is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was used to complete the procedure? No further information is available. Was the surgery completed successfully? No further information is available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a sales rep that during an unknown chest surgery on (B)(6) 2020, the suture detached from the needle during use. There were no adverse consequences to the patient. No additional information could be provided.